Event description:
The patient is a (B)(6) male who had placement of a spinal cord stimulator with implanted impulse generator (scs +ipg) for his chronic pain syndrome; within three hours of leaving the operation room he lost motor and sensory function of his legs. MRI showed an area of cord signal change spanning 3 segments from t6 to t9, underlying the area of stimulator placement. There was no hematoma or source of compression. The patient was brought back to surgery emergently for explantation of the device. Since then the patient has not recovered any leg mobility or sensation below the umbilical area.